Manufacturer narrative:
Result: the pin in litter to footboard connector pushed out of contact range.

Event description:
It was reported by service report that the scale was working intermittently. No pt involvement or adverse consequences were reported.